Event description:
It was reported that a patient underwent a hysterectomy on an unknown date and suture was used. The patient presented with a rash over the skin incision. No other information was provided. The patient condition is listed as stable.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this patient. See also medwatch 2210968-2012-04668 and medwatch 2210968-2012-04670. The same patient is represented in each medwatch.